Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation as both devices remain in use. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event logged on (B)(6) 2025 at 14:24:31, in which the motor start parameters were atypical. Additionally, review of the event file associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on (B)(6) 2025 at 14:24:07. Review of the alarm log file revealed three (3) vad disconnect alarms were logged on (B)(6) 2010 at 16:34:27 and 16:36:00, and on (B)(6) 2025 at 14:24:11, indicating that the controller was powered on without the driveline connected. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2025 prior to the controller power up event and the vad disconnect alarms, indicating the power up event and the vad disconnect alarms occurred during the initial programming of the controller and/or a controller exchange. Of note, the vad disconnect alarms recorded on (B)(6) 2010 were logged prior to the pump ID being set during the initial programming of the controller and/or controller exchange. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or the reported controller exchange. The most likely root cause of the reported vad disconnect alarm can be attributed to the controller being powered on without the driveline cable connected during the reported controller exchange. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to o uter shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the observed incorrect date/timestamp can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system- controller 2.0 d4: model #: 1420jp/ catalog #: 1420jp / expiration date: 31-jul-2025 / serial #: (B)(6), d9: no h3: no h4: mfg date: 17-jul-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller was prophylactically replaced due to the controller being in use greater than two (2) years. Upon review of log file data after the controller was exchanged, it was noted that a ventricular assist device (vad) disconnect alarm and unexpected controller loss of power occurred. Upon the vad restarting, a motor start event with parameters outside of the typical range was observed. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The vad and controller remain in use. No patient complications have been reported as a result of this event.